Manufacturer narrative:
The stretcher was evaluated for defects with the brake mechanism and the brakes were identified to be working correctly and in accordance with the manual. There were no defects found with the stretcher. It was identified that the user was incorrectly engaging the brakes.

Event description:
It was alleged that when a nurse tried to engage the brake on the device, she injured her ankle. It was alleged that the injury resulted in a sprained ankle requiring crutches that were prescribed by a doctor which she used for a duration of three days.